Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a clipping procedure. According to the complainant, during the procedure the clip was difficult to open and close, and would not deploy onto the target tissue. The clip was then opened, removed from the target tissue, and tested away from the tissue. The clip was again difficult to close, and once closed could not be opened or released from the delivery catheter. The device was withdrawn from the patient, and then the procedure was completed with another manufacturer's device. Additionally, the nurse indicated that the patient's anatomy was not complicated. No patient complications resulted from this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a clipping procedure. According to the complainant, during the procedure the clip was difficult to open and close, and would not deploy onto the target tissue. The clip was then opened, removed from the target tissue, and tested away from the tissue. The clip was again difficult to close, and once closed could not be opened or released from the delivery catheter. The device was withdrawn from the patient, and then the procedure was completed with another manufacturer's device. Additionally, the nurse indicated that the patient's anatomy was not complicated. No patient complications resulted from this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly located just inside the oversheath. The blue sheath grip, which was found to be intact, was then used to expose the clip assembly. Once exposed, the clip assembly was actuated and deployed; two distinctive clicks were audible. During actuation, the prongs opened to approximately 8mm and were found to be slightly bent. The reported event of clip failed to release from the delivery catheter was not able to be confirmed. The evaluation revealed that the clip assembly was able to be actuated and deployed from the delivery catheter. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance as evidenced by the bent prongs. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.